Event description:
Per the clinic, the patient experienced redness, pain and swelling at the implant site and subsequently, was treated with topical steroid, daily, for a duration of 1 week (specific date not reported). The patient also developed scabbing and fluid drainage which was treated with topical antibiotics for a duration of 1 week (specific date not reported). However, the issue could not be resolved. The patient further experienced skin breakdown, exposing the device. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a severe infection. Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.